Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead helix would not remain extended despite using the helix locking tool due to an helix mechanism issue. The rv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition throughout.